Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient healed following repositioning surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient's device was repositioned on (B)(6) 2025. The recipient presented with pain following surgery. Programming adjustments were made which resolved the recipient's pain.